Event description:
It was reported that the customer received multiple continuous glucose monitor error's 42. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.